Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient presented a merlin transmission that revealed the device delivered an alert for charge time limit reached. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
No conclusion code available; the reported field event of a charge timeout was confirmed in the laboratory via review of the device image. The device was tested on the bench and the charge timeout was reproduced. The hv capacitors were sent to the manufacturing site for further evaluation and no anomalies were found. The cause of the charge timeout could not be determined.